Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on performa meter, compared to an aviva nano meter, within 10 minutes: 209 mg/dl on performa meter (system 1) and 107 mg/d on aviva nano meter (system 2). Customer also received a reading of 214 mg/dl on performa meter (system 1) and 113 mg/dl on the aviva nano meter (system 2). No serious injury reported. Requested return of suspect device for evaluation; customer declined.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.